Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using test batteries including on/off current testing, self-tests, and bench tests without duplicating the report. The customer's batteries were not returned for evaluation. An internal inspection resulted in no findings. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.